Manufacturer narrative:
The insulin pump passed the displacement. The insulin pump received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the gasket in reservoir lip came out. The customer reported that the reservoir lip was able to lock in place. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.